Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information reviewed and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. The reported instructions for IFU deviation/user error is associated with the user re-inserting the same cds after it was removed from the patient. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient. The mitraclip xtw was advanced within the sgc, while adding m-knob to steer down into the mitral valve when the clip appeared to be steering into the incorrect direction. The clip was removed from the sgc and ensured that the clip was correctly aligned. The mitraclip was then advanced again through the sgc, the m-knob was utilized and it appeared to continue steering in the incorrect direction. The mitraclip was removed and a replacement mitraclip was attempted. The replacement mitraclip was advanced within the sgc and the m-knob was applied when the device continued to steer in the incorrect direction. The mitraclip and sgc were removed from the patient. A replacement sgc was advanced, and an additional mitraclip xtw was implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays were reported.